Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Blood glucose level was 490mg/dl. The occlusions were resolved by performing infusion set site changes, infusion set tubing changes or full supplies changes.